Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report from a customer on 09-jun-2026 stating "one (1) unit of rms12409 (lot n.25j38n) has been observed with visual defect/possible contaminant on the tubing." On 09-jun-2026, koru quality control pulled all remaining inventory on this lot (14 pouches) which were visually inspected, and debris was found in 3 of the pouches. The customer provided photos of the pouch confirming the complaint. There was no patient involvement. A return material authorization was created to return the affected pouch to koru medical. A review of the device history record for high-flo needle set rms12409/lot n.25j38n was performed and no nonconformances or aberrant conditions were noted. High-flo needle sets are manufactured and sealed into their primary sterile barrier packaging in a controlled environment. In addition, high-flo needle sets are sterilized using gamma irradiation which is a highly penetrating and effective sterilization modality. Furthermore, validation of the sterilization method was performed using a conservative method (vdmax25) which provides a safety margin over alternate acceptable validation methods. The instructions for use for the high-flo needle sets states "subcutaneous needle sets are only sterile and non-pyrogenic if the packaging is unopened and undamaged. Do not use a needle set from an open or damaged package." A quality alert was issued by koru medical to make all relevant personnel aware of the complaint. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.